Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular (lv) lead had no capture and had high pacing impedance. The patient was asymptomatic. Programming changes were implemented and the patient was stable throughout.